Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that about an hour after the procedure the involved angio-seal was deployed, the patient had visible bleeding from the puncture site. The estimated blood loss was less than 250cc's. Type of procedure performed was a neuro cath procedure. The event occurred post-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Event description:
Additional information was received on 09 nov 2023: procedure was an arteriovenous fistula (avf) embolization. Patient identifier is (B)(6). 6fr angio-seal, 6 fr sheath. No additional pressure required. Patient bleed approximately one (1) hour post deployment of angio-seal. No problems with sheath, access, insertion, or removal. Groin imaged prior to stick. Patient stable with bleeding only. Idiopathic intracranial hypertension.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for potential residual bleeding postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been slight residual bleeding that occurred post-deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).